Event description:
It was reported that prior to a case, the cable disconnection occurred. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
The hand piece was received with a cracked nose cone. The device was tested on a generator and gave error #3. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.